Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that just the red alarm doesn't sound and the led is on. Moreover the customer reported that the yellow alarm is operating normally. No patient or customer harm was reported.

Manufacturer narrative:
.

Event description:
The customer reported that just the red alarm doesn't sound and the led is on. Moreover the customer reported that the yellow alarm is operating normally. No patient or customer harm was reported.